Event description:
The PICC line was placed into the infant on (B)(6) 2013 in the right saphenous vein. The site was examined at 7:30am on (B)(6) 2013 and the line was intact. Later that day the nurse went to do the baby's care and found the blanket to be wet. When the baby was unwrapped the line was noted to be in two pieces. One piece was laying on the bed and the other still in the infant. The doctor was notified and the catheter was removed from the infant. The patient was discharged shortly after catheter removal.

Manufacturer narrative:
The malfunctioning device was returned to vygon us, and was then forwarded to vygon (B)(4) (manufacturer) for device evaluation and complaint investigation. The results of the investigation are still pending. Results will be forwarded to FDA via a follow-up MDR upon investigation completion.